Manufacturer narrative:
The pipeline flex with shield braid was returned. The device was decontaminated. The pushwire and all other subassemblies for the pi peline flex with shield device were not returned for analysis. Both ends of the pipeline flex with shield braid were not fully opened and found to be frayed. No other damages or anomalies were found with the device. Based on the device analysis and reported information, the report of ¿failure/incomplete open distal¿ was confirmed as both ends of the pipeline flex braid was were found to be collapsed and frayed. The vessel tortuosity was reported to have been severe. It is likely the failure to open is the result of vessel tortuosity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex with shield failed to open at the distal section. No patient injury occurred. The anatomy of the ica was severe and the triaxial access did not give the due support. While inserting the pipeline flex with shield into the phenom 027 and during the opening operations the pipeline fell into the giant partially thrombosed sac. There was no way to get it in position and open well at the distal part that was with a "fishmouth" effect. Force was applied to the system. The device was resheathed with the catheter and removed. The devices were prepared per the instructions for use (IFU). The pipeline middle section was positioned in a bend in the anatomy. Less than 50% of the device was deployed when it failed to open. The device was resheathed less than or equal to 2 times. No additional steps were made to open the device. Only one of the two aneurysms were embolized with an atlas stent and coils, the pipeline for ica was not delivered. The unruptured, right ica aneurysm was amorphous. The max diameter was 30mm and the neck was 15mm. The distal landing zone was 4.18mm and the proximal 5.28mm. The vessel anatomy was severe in tortuosity.